Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing method is described in the instructions for use chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cds process. However, the customer did confirm that reprocessing of the scope was performed according to the instructions for use (IFU). Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The channels tested positive for 1 cfu of gram positive bacteria. The distal end tested positive for <1 cfu of microbes. The overall sample tested positive for 1 cfu of microbes. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the light guide cover lens adhesive had a pin hole, and the bending section cover adhesive was separated. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was tested twice and did not pass the microbiological tests. The issue was found during routine cultures of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.